Event description:
This report is based on information provided by remote service engineer rse, philips technical engineer and has been investigated by the philips complaint handling team. Philips received a complaint about assistance with corsium login. Customer is "locked out of account and would like to add users". The device was not in use during this event, therefore no patient or user harm.

Manufacturer narrative:
Updated the product information as not applicable and removed the product serial number.